Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was removing cartridge air with an empty syringe. Tandem technical support informed customer that removing cartridge air with an empty syringe is off label per the user guide. On (B)(6) 2022 the customer went to the emergency room for occlusions with a blood glucose level of 466 mg/dl and high ketones. Ketone levels identified by their health care provider as life threatening. Customer attempted to address the elevated blood glucose levels by administering a correction bolus via the pump and manual insulin injection. In the emergency room the customer was treated with intravenous fluids, which resolved the issue, and the customer was released the same day with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.